Event description:
It was reported that during testing the device displays the error message cassette not attached properly when inserted. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was removed. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated. Upon attaching the cassette, there was a cassette not attached properly error alarm. It was found that the downstream occlusion (dso) sensor was inoperable and nonreactive; which was the cause of the reported problem. For corrective action, it was recommended that the dso sensor to be replaced. The root cause was unknown. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed a service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).